Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, in a 1997 literature article, by blair et al. The authors report 45 implant fractures and 5 revisions following mcp joint arthroplasty with swanson finger joint implants.